Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient felt that the device was just not working. The patient went to the hospital because she thought that she had a uti. They kept her in bed there for 5 days and she urinated constantly. It turned out that she did not have a uti. The patient had about 5 utis in the past in 2015 and could sometimes catch herself during the day but now it was getting worse. The patient had gone four times on the day of this report. It was also noted that the patient tripped and fell and that could be related to the issue. Additional information received from the health care professional reported that the patient's utis were not caused by the implanted device.